Manufacturer narrative:
Investigation summary: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: can not determine. Source: email.

Event description:
Customer is reporting a false positive flu a result. Customer communicated the result was confirmed negative by pcr. Patient symptomatic status is unknown.